Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 253 mg/dl. Customer alleged insulin pump was over delivering customer thought she saw insulin being delivered to many times. The customer did not experience any symptoms such as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump, and reservoir will not be returned for analysis.